Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested but not made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient was revised on right knee. Dr. (B)(6) performed a right total knee revision. Patient was having instability and pain. The femoral component, tibial component and insert were removed. The patella was not resurfaced. Converted to a ts.

Manufacturer narrative:
An event regarding instability involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: medical review has indicated that a patellar ligament avulsion occurred during primary arthroplasty with initial repair but secondary disintegration due to poor tendon healing causing secondary instability thereby requiring revision surgery. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the reported cr/cs knee system was revised to a ts knee system to correct instability and pain in the knee. Medical review has indicated that a patellar ligament avulsion occurred during primary arthroplasty with initial repair but secondary disintegration due to poor tendon healing causing secondary instability thereby requiring revision surgery however the exact cause of the event could not be determined. Further information such as product return, pre- and post-operative x-rays and complete operative reports are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient was revised on right knee. Dr. (B)(6) performed a right total knee revision. Patient was having instability and pain. The femoral component, tibial component and insert were removed. The patella was not resurfaced. Converted to a ts.